Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had received failed battery alarm . The customer¿s blood glucose level was unknown. Customer stated that they had changed battery now alarm and cant clear it and inserted new batteries and had failed battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.